Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h4, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exhibit signs of repeated use nicked / gouged and the trial is fractured and not all pieces were returned. Device history record was reviewed and no discrepancies were found. The root cause can be contributed to normal wear and tear of device after more than nine years of use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the trial fractured during insertion as part of a total knee arthroplasty. No further information is available at this time.